Manufacturer narrative:
(B)(4). The reported leak could not be confirmed and a cause was undetermined.

Event description:
During troubleshooting of a reload the set 163 alarm that appeared on the homechoice (hc) display during use (patient not connected), the home patient (hp) revealed that she noticed a leak. The technical service representative (tsr) assisted the hp with troubleshooting, assisted to remove the cassette from the hc machine, and advised to start over with all new supplies. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.